Event description:
It was reported that the pressure gauge increased slower than expected. A 26 encore balloon catheter inflation device was selected to inflate an unspecified balloon catheter. During inflation, it was noticed that the pressure gauge was increased and the balloon were partially inflated when they applied the pressure. However, the speed of the pressure gauge increased slowly. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).